Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a ureteroscopy and laser procedure in the kidney performed on (B)(6) 2018. According to the complainant, during the procedure, the nurse's finger was burned by the fiber. Reportedly, the nurse noted that fiber felt hot, observed the aiming beam on her finger, and let go of the fiber. Reportedly, the burn was not visible and there was no intervention done to treat the burnt area. A second flexiva 200 tractip laser fiber was used and burnt out. The procedure was completed with a third flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation result: the fiber was returned broken into three pieces, confirming the complaint. The first piece measured approximately 78.9 cm from the top of the connector to the break. The second piece measured approximately 66.6 cm from the break to the break. The third piece measured approximately 13.8 cm from the break and includes the entire distal tip. The remainder of the fiber was not returned. The cause code for this event is manufacturing deficiency. The returned device was broke, functional testing was not possible to determine the cause of reported overheating. Review and analysis of all available information indicated that the cause code for this event is cause not established. A complaint with a cause of cause not established indicates that the investigations findings did not lead to a clear conclusion about the cause of the adverse event. The condition of the returned device confirms that the fiber is broken. Therefore, a review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Event description:
It was reported to boston scientific corporation on october 5, 2018 that a flexiva 200 tractip laser fiber was used during a ureteroscopy and laser procedure in the kidney performed on (B)(6) 2018. According to the complainant, during the procedure, the nurse's finger was burned by the fiber. Reportedly, the nurse noted that fiber felt hot, observed the aiming beam on her finger, and let go of the fiber. Reportedly, the burn was not visible and there was no intervention done to treat the burnt area. A second flexiva 200 tractip laser fiber was used and burnt out. The procedure was completed with a third flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.